Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing and the lens was slightly worn. Review of the event history log showed the pump displayed various 1870 alarms. Functional testing involved powering up the pump and showed that the pump displayed last error code 1872. The pump was opened and it was found that the motor was locked and on additional inspection, corrosion was found on the microprocessor board. It was found the pump had evidence of fluid ingression. The microprocessor was replaced. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the reported issue occurred during routine testing.

Event description:
It was reported the device gave an error alarm with the displayed message "error code 1872". No adverse effects to patient reported.